Manufacturer narrative:
Logfile review shows that the treatment for the right eye (od) has been performed up to 42% progress, and treatment was interrupted at 14:26 without apparent reason by releasing the laser pedal. The treatment was interrupted and laser system was in standby mode. At 15:21 a new treatment has been performed, containing the same patient ID number. This treatment has been performed to a 3%, however it is not possible to confirm whether the treatment has been performed on the patient. Treatment was interrupted without apparent reason by releasing the laser pedal. At 15:30 a new treatment has been performed, containing the same patient ID number. This treatment has been performed to 42%, however it is not possible to confirm whether the treatment has been performed on the patient. Treatment was interrupted without apparent reason by releasing the laser pedal. At 15:37 a new treatment has been performed, containing the same patient ID number. This treatment has been performed to 27% and treatment was interrupted without apparent reason by releasing the laser pedal. The reporter states the doctor was advised to perform the already shot 42% (from the previous treatment) on a pmma and then proceed to perform the remaining treatment on the patient, but logfiles can neither confirm nor deny on which surface the user performed the second treatment up to 42%. It is not possible to conclude what percentage of treatment has been performed on patient. Based on the provided information, no clinical evaluation can be made. The logfiles show several aborted treatments. The laser provides no pictures about the treatment progress, thus no information is available to determine which treatment has actually been delivered to the patients eye. During technical on site visit the field service engineer (fse) found the cet camera and its mounting was covered with bss (balanced salt solution) resulting from the careless use on behalf of the doctors of bss provided to the patient with a syringe during surgery. No technical root cause could be identified as the system was operating within specifications. The root cause cannot be identified conclusively. Treatments have been interrupted without reason by releasing the foot pedal. The root cause for tracking difficulties is user handling, the careless use of the doctor in the balanced salt solution (bss) provided to the patient with a syringe during surgery and not avoiding the solution contact to the device, specifically the eyetracker. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A surgeon reported the laser stopped in the middle of the patient's surgery of the right eye. The treatment was 42% complete. The initial treatment was aborted. A company representative walked the surgeon through how to burn the same treatment using a pmma disc. It was noted that the system would time out in five minutes and they would need to rearm the system and that the treatment would need to be restarted at the 42% mark. The surgeon was having trouble keeping the patient's right eye tracked and the patient had unusual anatomy. The patient's pupil was four millimeters. The surgeon was unable to successfully complete the treatment. The laser did timeout, the system was rearmed but the laser stopped again at 62% due to not being able to track the eye. A surgeon reported the patient had blurry vison in both eyes six days post lasik. The patient noted eyes felt pretty good. The patient was overcorrected. The patient is using topical steroid drops, topical antibiotic drops, and topical tear drops. The cornea is clear and flaps are perfect. The patient will be seen at a later date to discuss possible retreatment. Additional information received states that the plan is to retreat the patient. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.